Event description:
It was reported that this was an emergency procedure to treat a lesion in the right coronary artery. Three xience xpedition stents were implanted. During removal of a non-abbott guide wire, resistance was noted with the distal xience xpedition stent. The guide wire was pulled with force, and the stent became shortened. A 1.2 mm balloon was advanced in attempt to free the guide wire, but was unsuccessful. A micro-catheter was then advanced and the guide wire was removed; however, the tip separated and remained lodged in the stent. While removing the guiding catheter and guide wire, it was observed that a perforation had occurred in the proximal rca. It is unknown when the perforation occurred. A 3.0 x 19 mm graftmaster stent was used to treat the perforation successfully. The patient had a good outcome and was discharged. It was noted that the physician believed that the stent became damaged due to the tip shape of the non-abbott guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: corsair. (B)(4) - excessive force. The stent delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported entrapment of device/component, device damaged by another device, and stent shortening are confirmed via cine. Based on visual analysis of the returned device and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. In this case, the application of force appears to have contributed to the stent implant becoming accordioned.